Event description:
Pt was admitted into the hosp for syncopal episode. The device did not trigger for the 6.6 second pause.

Manufacturer narrative:
Associated accessory device: act monitor. Model# com001. Asset# 2243430846. (B)(4).